Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the internal leakage test failed due to pressure transducer printed circuit board (pcb) malfunction. The customer has decided not to repair the equipment at this time. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The reported internal leakage test failure was not confirmed in provided device's logs. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to mentioned parts. Moreover, evaluation of device's logs revealed occurrence of technical error code indicating control printed circuit board error. This error was not occurred during on-site inspection and no parts were replaced to solve the issue. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was claimed that the ventilator failed internal leakage test during pre-use check. Moreover, evaluation of device's logs revealed occurrence of technical error code indicating control printed circuit board error. There was no patient harm. Manufacturer's ref.:(B)(4).